Event description:
During the implant procedure, difficulty advancing the catheter into the pulmonary artery was experienced despite using two different guidewires. Throughout the attempts, salvos of ventricular tachycardia were noted when the catheter or guidewire was manipulated. The femoral approached was then abandoned and a new access site was created via the right internal jugular vein. The procedure was then able to be completed with no adverse consequences to the patient. No clinically significant delay was alleged by the physician due the issues experienced. The delivery catheter was discarded at the end of the procedure.

Manufacturer narrative:
The reported issue was not able to be investigated as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The cause of the reported event could not be conclusively determined.